Event description:
As reported by the registry, angiography revealed that the patient had an 80% stenosis of her left proximal internal carotid artery. The lesion was described as 10mm in length, severly calcified and tortuous, eccentric and ulcerated. Pre-procedure stroke scale scores were 0. A non-cordis embolic protection device was used to pre-dilate the lesion. Following pre-dilation, a 9.0 x 30mm precise pro rx stent was implanted at the target lesion with a residual stenosis of 0%. No thrombus was noted. During the procedure, the patient was administered bivalirudin. The patient left the angiography suite without neurological deficit. Approximately 16 hours after the procedure, she experienced the sudden onset of right hemiparesis and right hemiataxis, and was diagnosed with having had a small ischemic stroke. Her act was 414. The patient was discharged approximately 3 days after the index procedure, with residual right upper extremity weakness. Her nih stroke scale score was 1. Discharge medications included clopidogrel and aspirin.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.